Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient stated that they cannot handle and it was too much. Agent had difficulty understanding the patient. Patient stated that they are getting a burning feeling when charging ins. Patient stated it has always been like that for a long time. Patient stated they informed their healthcare provider (hcp) about it couple of times and stated that they have nothing to do with it. Patent mentioned that they are also getting electric shock. Agent redirected patient to hcp and agent emailed manufacturing representative (rep) for visibility.